Event description:
It was reported that stimulation was intermittent and stimulation in the wrong location. Stimulation was very strong in the tailbone area. The patient was experiencing a shocking or jolting sensation. Stimulation was turned on as high as it could go. There was no known accident or incident related to this issue. It began to act strangely a few weeks ago, but yesterday ((B)(6) 2012) is when it really started to cause the patient problems. The patient was seeking a new healthcare provider due to relocation. The patient moved to (B)(6) about 2 weeks ago. It was later reported that the patient had been in pain for about two months and in the last two days the severity had gotten worse. When the device was off the pain went away however the reason the patient got the device (pelvic pain) worsens. The pain was like a gripping sensation and felt like her bones were broken. It was like it was tightening the patient's lower back to hip and legs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3095-10 lot# serial# (B)(4) implanted: (B)(6) 2004 product type extension; product ID 3093-28 lot# j0454981v implanted: (B)(6) 2004 product type lead; product ID 3031a serial# (B)(4) implanted: (B)(6) 2004 product type programmer, pt. (B)(4).

Event description:
Additional information received on (B)(4)-2012 reported that the patient's implantable neurostimulator (ins) 'may be depleted because of its age.' Multiple attempts had been made to contact the patient. Patient was not able to financially continue receiving aid. Patient outcome was not provided. No patient injury was reported. If additional information is received, a follow-up report will be sent.